Manufacturer narrative:
H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the screw on left of l5 was slightly medial to plan. The surgery was noted to be a l4-l5 transforaminal lumbar interbody fusion (tlif) surgery. It appeared the navigation was not accurate after performing the snapshot. They tried another snapshot and navigation still looked inaccurate. The reference frame used was a navigation patient reference frame. There was no impact to patient's outcome and surgical delay was reported as less than one-hour.

Event description:
Additional information received from a manufacturer representative reported that the use of the robotic guidance system was aborted, and the case proceeded as normal using free hand techniques. Additional information was received. It was reported that the trajectories were likely not deviated by more than 3.5 millimeters (mm).

Manufacturer narrative:
H3, h6) software data was received. In summary, the probable root cause of the reported deviations was an inadequate platform fixation, most probably leading to a platform shift. Misplacement of the platform may lead to instability and cause deviations for all operating trajectories. Codes b01, c19, and d11 are applicable. H2) additional information in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.